Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.19 events were reported for this quarter. 12 devices were received for evaluation. 12 device evaluations are in progress. 6 devices were available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 8 events had no patient involvement; no patient impact. 4 events had no known patient involvement or patient impact. 6 events had patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 19 events were previously reported during the reporting quarter; however: - 4 reported events were reported in error. - 15 events were reported for this catalog number/device code combination for the reporting quarter. - 15 previously reported events are included in this follow-up record. Product return status 13 devices were received. 2 devices were not available for evaluation. Evaluation status confirmed 9 reported events were confirmed during testing. - 5 devices were found to be affected by a worn rotor. - 2devices were found to be affected by gritty rotor bearings. - 1 device was found to be affected by a worn bearing. - 1 device was found to be affected by a corroded rotor. Not confirmed 2 reported events were not confirmed during testing; however: - 1 device was found to be affected by a corroded rotor. - 1 device was found to be affected by gritty rotor bearing. 2reported events were not confirmed during testing. Additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device reportedly overheated. 11 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had no information received.